Manufacturer narrative:
Concomitant products: c4tr01 ipg, implanted: (B)(6) 2017; 4968-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic for follow up of swelling and tenderness and pain at the device site. A build up of fluid around the device site was also noted. It was found that the patient had developed an infection from staphylococcus aureus. The patient was given antibiotics. It was also noted that both the atrial and right ventricular leads had increased thresholds that are now high. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.